Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, a broken battery compartment, and a lifted dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a volume accuracy failure found during testing stage. There was no patient involvement.